Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose, on unknown date, and with blood glucose of 30 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that the emergency medical services were called and the customer was hospitalized from (B)(6) 2020 due to low blood glucose level. The customer's blood glucose level was 30 mg/dl. The customer reported that she felt disoriented and fell. The customer hit the stove when she fell, she tried to get up and hit the fridge and fell again. The customer became unresponsive. The customer's children found her and tried to give her orange juice but the customer could not swallow. The paramedics got the blood glucose level up but the customer was unresponsive and in coma. The customer was tested to have infection in the body and it was found that the customer was (B)(6). The customer declined further troubleshooting.